Event description:
Additional information was received. Manufacturer¿s representative met with patient on (B)(6) 2012 and reviewed how to use the programmer and set the patient up with 4 programs.

Event description:
It was reported the patient experienced a loss of bladder control the last few days prior to report. The therapy worked well at the beginning, but then no stimulation was felt for two to three weeks prior to report. The implantable neurostimulator was set at 0.7 volts. When the patient previously felt stimulation, it was intermittent. The settings were increased to 1.0 volts and the patient felt more constant stimulation. The patient had dialysis three times a week for the past year as of may. The patient had not changed any of the settings on the programmer after the settings were increased. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's physician was out of the office for a month and a reprogramming session had yet to be scheduled. It was stated that the device was really helping. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v948370, serial# implanted: (B)(6) 2012,explanted: product typ lead product ID 3037, lot# serial# (B)(4), product typ programmer. (B)(4).

Event description:
Additional information received noted that the patient's concerns had not been resolved. The patient was attempting to work with their physician and the manufacturer's representative. If additional information is received, a follow up report will be sent.